Event description:
Rptr complains of chronic fatigue syndrome, granulomas, burning pain in chest, dry vagina, hands and feet turn white in cold, joint tenderness, muscle aches and pains, sleep disturbance, bladder and colon problems, night sweats, and tingling in legs, arms and breasts.